Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti, a patient with increased icp was placed on a dolphin mattress on 12/28 at 0000. The mattress and frame malfunctions on 12/29 afternoon, preventing optimal icp positioning. Agiliti staff set up a new bed frame and mattress, but the mattress deflated, causing the patient to curl into a "c" position. Unable to move, the patient remained surface until 3:00 then was placed back onto a regular ICU bed. The customer does not want a written report. Agiliti is performing testing. Complaint # (B)(4) was entered into our system.